Event description:
A customer reported encountering an error related to their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by guiding them through resetting the pump, after which the error did not reappear. The customer was able to successfully restart their sensor session.